Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-dec-2014. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion containing a lesion bend of between >45 and <90 degrees was located in the non-tortuous and moderately calcified mid right coronary artery (rca). Following pre-dilation, a 38 x 3.00mm taxus¿ liberté¿ long drug-eluting stent was selected to treat the target lesion. However, the physician could not deploy the stent due to resistance from the tortuousity of the proximal end of the vessel and calcification of the target lesion. The physician then withdrew the stent and tried to deploy another 28 x 3.00mm taxus¿ liberté¿ drug-eluting stent, but still failed to deliver the second stent even after repeated attempts. The physician withdrew the second stent and left the target lesion with only plain old balloon angioplasty (poba). No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.